Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol composix e/x hernia patch mesh, reference number 0123460, lot number huwg1763 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent treatment for post-operative complications, including but not limited to, severe pain and infection, following implantation of the composix e/x hernia patch mesh. On (B)(6) 2013: the patient underwent treatment for post-operative complications, including but not limited to, severe pain and infection, following implantation of the composix e/x hernia patch mesh. On (B)(6) 2013: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number huwg1763 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent treatment for post-operative complications, including but not limited to, severe pain and infection, following implantation of the composix e/x hernia patch mesh. (B)(6) 2013: the patient underwent treatment for post-operative complications, including but not limited to, severe pain and infection, following implantation of the composix e/x hernia patch mesh. (B)(6) 2013: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent open repair with implant of composix e/x mesh. Per operative notes, ¿the hernia sac was identified and reduced. A piece of bard composix e/x mesh was secured around the perimeter and sutured with good overlap of the hernia defect." (B)(6) 2013 - patient had aspiration of the seroma. (B)(6) 2013 - patient was diagnosed with abdominal wall abscess, cellulitis, infected seroma, pain thereby underwent incision and drainage of abdominal surgical site infection and wound washout. Per operative notes, ¿the seroma cavity was incised down, and it was a single large cavity. It was noted that the umbilical stock was still pexed to the fascia. The fascia remained well approximated at the base of the wound and no exposed mesh was identified. There was a small depression in the midline fascia, but unable to see any mesh at the base and debrided any exudate off of the cavity walls.¿ (B)(6) 2013 - patient admitted in hospital for abdominal pain, surgical site infection, abdominal wall abscess and mesh infection. (B)(6) 2013 - patient visited hospital for non-healing surgical wound. Attorney alleges that the patient had abscess, mrsa infection, nerve damage, pain, seroma, and emotional injuries. Also, patient underwent excision of infected mesh, drainage of intra-abdominal abscess with mrsa infection and repair of recurrent ventral incisional hernia on (B)(6) 2013.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of composix e/x mesh, patient was diagnosed with abscess, seroma, cellulitis, drug resistant bacterial infection, non-healing surgical wound, abdominal pain thereby underwent additional surgery. It was also reported that the mesh was removed. The instructions-for-use supplied with the device list seroma as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.